Manufacturer narrative:
A visual evaluation of the returned device found that the unit returned has the working length twisted . The exposed cutting wire length was within specification. The unit was tested inside and outside the duodenoscope and bowed more than 90 degrees, and then it was unbowed properly. The investigation concluded that the manipulation of the device during the procedure could have led to this event. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #'s 3005099803-2017-02347 pertains to the other device. It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the autotome failed to straighten back to neutral position (unbow). The same event happened with another autotome. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #'s 3005099803-2017-02347 pertains to the other device. It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the autotome failed to straighten back to neutral position (unbow). The same event happened with another autotome. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.